Manufacturer narrative:
Event date: (B)(6) 2022. The device was returned to olympus for evaluation and the reported issue was not confirmed. The bending section cover adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. The operating part angle fixing part was loose. Water tightness was not maintained due to holes in the video cable caused by external factors. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The up/down angle fixing lever (sp) was discolored due to handling. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented a no image-unrestorable-error code. The procedure was not affected. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.